Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (20mg/ml, 2.563mg/day) in an implantable pump for non-malignant pain, failed back surgery syndrome, and post lumbar laminectomy syndrome. During a normal pump replacement for nearing end of life, the hcp attempted to aspirate the catheter through the pump connector. However, the catheter was not flowing as much as the hcp would like. The patient was receiving good relief before the pump replacement began. The hcp decided to push some dye through the catheter, which bolused the patient (the hcp was ok with this). After pushing the dye through the catheter, the doctor was then able to aspirate the catheter freely. There were no symptoms reported. The hcp now wanted to prime the internal tubing and "a little over half of the catheter volume." The reporter wanted to determine how long the patient would go without drug, since only roughly half of the catheter was being primed. It was determined the time without drug could range between 20.4 and 37.3 hours (based off catheter volume of 0.229ml, total prime of 0.319ml).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.